Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation "distal end cover could not be removed". There were few additional findings. Due to wear of forceps control lever, water tightness is lost. Adhesive on bending section cover had a chip, crack and white clouded area. Electrical connector had discoloration due to water leakage. Switch button 4 had a crack. A review of the device history record found no deviations that could have caused or contributed to the reported issue "foreign material inside the forceps channel". It was confirmed that the instrument channel was not damaged. It was confirmed that there was no non-conformity of the device during manufacturing. A device evaluation could not specify the cause of the foreign material that remained in the device since it was unknown if the reprocessing was conducted in accordance with instructions for use from the obtained information. Olympus will continue to monitor the filed performance of this device.

Event description:
The customer reported to olympus, the distal end cover of the evis lucera duodenovideoscope could not be removed. There were no reports of patient harm associated with the event. The device was returned and an evaluation at the repair center revealed foreign material inside the forceps channel. This report is being submitted to capture the reportable malfunction found during evaluation.